Manufacturer narrative:
Concomitant medical products: implantable pulse generator (ipg), w1dr01, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with ventricular tachycardia (vt). The right ventricular (rv) lead exhibited intermittent undersensing. The lead was capped and replaced. No further patient complications have been reported as a result of this event.